Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ remote manager failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed due to the hasps not closing correctly. A field service engineer adjusted the housing box, and the door began closing correctly. The system functioned as intended after the field service engineer repaired the device.